Event description:
A facility reported syringes, from the same lot number, detached on two occasions. There was no pt impact on either occasion.

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for eval. The batch record review revealed no remarks related to this issue. Retention samples were tested for functionality and no detachment of the cannula occurred. There were no similar reports for this lot number. Additional info was requested on 11/09/2010, 11/10/2010, and 11/11/2010 by phone and mail. (B)(4).